Manufacturer narrative:
Correction d10: vitamin d therapy date (B)(6) 2021. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing record review could not be performed as a lot number could not be obtained. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Device will not be returned. Results pending completion of the investigation.

Event description:
(B)(6) 2021: a (B)(6) year old patient arrived at outpatient services for a preoperative hcg screening and was tested multiple times with the same urine sample with false positive results on the medline hcg urine cassette. The elective operation was cancelled due to the false positive tests. Same day confirmatory venous sample sent to a lab using an unspecified method produced a beta hcg quant result of 4.1 miu/ml. The patient was then evaluated by an obgyn and confirmed to have a negative hcg result, not pregnant, therefore the procedure was rescheduled. The patient was perimenopausal with her last menstrual period one year prior. The patient's elective surgery was rescheduled with no patient harm. Although requested, no further information has been provided.